Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its t2 post deployment position indicating a complete deployment. No ts or suture were returned for evaluation. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. Per the device IFU warning: do not push the deployment slider twice or the second implant will deploy prematurely. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. Credit has been issued as a customer courtesy.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Both t1 and t2 implants came off the needle with the first click. A backup device was readily available. There were no delays or patient injuries reported.